Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, the suspect device gives circuit occlusion alarms and does not do ventilation. The customer reported checking the expiratory filter, but the issue was not resolved. The customer reported the unit also does not pass est (extended self test). At this time, there are no known reports of patient involvement associated with the event.